Manufacturer narrative:
The device was returned to olympus for inspection, and the reported malfunction was confirmed. Based on the results of the investigation, the probable root cause was a defective connector board unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had intermittent loss of image. The event occurred during inspection for use. There were no reports of patient involvement.